Event description:
Customer returned the device for evaluation and repair of device failing on low and high flow during reprocessing. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that black rubber-like debris was protruding from the air/water nozzle. This medwatch is being submitted for the reportable issue of black rubber-like debris protruding from the air/water nozzle as observed during device evaluation.

Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. Upon inspection and testing, it was observed that black rubber-like debris was protruding from the air/water nozzle. The material did not originate from the device. Due to the blockage, the water flow and water removal were below specification. Other observations for the device are: light guide (lg) lens has chip; lg lens glue has worn; objective (ob) lens has worn; distal end rubber coating (a-rubber) glue has gap; insertion tube has delamination; angulation is out of standard; and electrical safety test is failed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Information regarding reprocessing at the facility has been received. An air water channel cleaning adapter is used for pre-cleaning, which is performed immediately after a procedure following the steps as per instructions for use (IFU). Detergent used for pre-cleaning is not known. All the endoscope channels are brushed during manual cleaning with a single use brush which is not reused. Manufacturer and model number of the brush is not known. Cleaning and disinfectant solutions used with the endoscope are not known. Information on the automatic endoscopy reprocessor (aer) is not available. However, there have been no issues with the aer. Drying method of the endoscopes is not known. The endoscopes are stored in a storage cabinet.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the nozzle was clogged with a black rubber-like foreign matter. Olympus will continue to monitor field performance for this device.